Event description:
It was reported that the insulin pump is frequently alarming no delivery during prime. It was stated that the plunger flows correctly inside of the reservoir during filling but is shows high resistance when pushing it. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for no delivery during the displacement test due to a faulty gold force sensor resistor. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.